Event description:
It was reported that this right ventricular (rv) lead was attempted implant. The physician attempted five times to position this lead and noted impedance measurements were less than 300 ohms. Subsequently, a new lead was successfully implanted. No additional patient adverse effects were reported. This lead was disposed and will not be returned for analysis.